Event description:
It was reported that the fiber tip broke during use. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.